Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, the stopper of one tube popped off when loaded onto the analyzer, resulting in blood splatter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter zip: (B)(6). Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, with the closure correctly assembled and placed on the tubes. No cocked stoppers were identified. Additionally, 10 retained samples underwent functional tests, with all samples within specification limits. No issues were identified with the closure being loose or separating from the tube during or after functional tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, the stopper of one tube popped off when loaded onto the analyzer, resulting in blood splatter. No adverse impact was reported regarding the patient or user.